Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was having difficulty completing a remote interrogation. Which was suspected to be caused by radio frequency (rf). Then, a reset was performed and heard tones indicating the reset was successful. However, the s-ICD was still unable to interrogate. Attempted to communicate and two yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed. The interrogation was successfully. This product remains in service. No adverse patient effects were reported.